Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information reviewed, the reported single leaflet device attachment (slda) was due to patient morphology/pathology (thin septal leaflet, and some cordea in the grasping region). There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 3 and a thin septal leaflet. Two clips were implanted, reducing tr to a grade of 1. At the one month follow-up appointment, imaging showed one of the implanted clips had detached from the septal leaflets and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing tr increase to a grade of 4.